Event description:
It was reported that the arm was broken in half with the tip-up fenestrated grasper instrument. The instrument was last used in a malignant hysterectomy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.136¿ x 0.234¿ was not returned with the instrument. The complaint was confirmed by failure analysis.